Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The account stated that the axsym analyzer sample probe crashed on an unopened axsym troponin-I adv reagent pack. The account stated they manually opened the axsym troponin-I adv reagent cap, but the lid will not stay open. The account stated the axsym analyzer generated error code 5080 after the probe crash and no startup option. Csc instructed the account to change the axsym sample probe and recommended steps to take prior to processing on the axsym analyzer. No impact to patient management was reported.